Manufacturer narrative:
(B)(4). Possible batch # r93z1v, r93v3e. The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument and a clip broken. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ladg, it was found that the deployed clip on the right gastric artery was broken after a harhd36 was used on the blood vessel. No bleeding occurred, and no blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.